Manufacturer narrative:
Device used for treatment, not diagnosis. ¿new technique for humerus shaft fracture retrograde intramedullary nailing¿ (2011). Hollister, a.m., et.al. Techniques in hand & upper extremity surgery (2011; 15: 138-143). This report is for unknown solid humeral intramedullary nails/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿new technique for humerus shaft fracture retrograde intramedullary nailing¿ (2011). Hollister, a.m., et.al. Techniques in hand & upper extremity surgery (2011; 15: 138-143). A retrospective review a university health care center reviewed adult humeral shaft fractures with retrograde technique from 1999 to january of 2009 was carried out. Both synthes (synthes, USA 1690 russel road paoli, pa 19301) solid and competitor cannulated humeral intramedullary nails were used in the study. A (B)(6) noncompliant female with morbid obesity, vitamin d deficiency, and hyperglycemia, underwent surgery with either synthes or competitor humeral intramedullary nailing. Subsequently, this patient required secondary bone graft to heal. This is report 1 of 2 for (B)(4). This report is for an unknown humeral intramedullary nail. This report is for 1 device.